Event description:
The customer complained that there was no head up.

Manufacturer narrative:
The technician had to reconnect the head sensor. It was inadvertently disconnected when an intellidrive upgrade kit was installed. The bed is operating within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.